Event description:
It was reported that the pacemaker's battery discharge was excessive. Interrogation revealed the battery had lost several months of it's projected lifespan. There was no indication for the drastic drain in battery longevity. The pacemaker was explanted and replaced. There were no complications during or after the procedure. The patient was stable and discharged home.

Manufacturer narrative:
Customer complaint of premature discharge of battery was confirmed. A device history review (DHR) to ensure that each manufacturing and inspection operation was performed passed all quality control tests prior to its distribution. The pacer was received with battery voltage at elective replacement indicator (eol). Electrical and mechanical analysis performed, indicated battery depleted. Device was cut open to enable further testing. Analysis performed with a new battery found high current drain. Thermal test and hybrid leakage test did not find any anomaly. Capacitor leakage test was performed, and high current drain was noted, likely due to high current resulting from an integrated circuit (ic) chip anomaly. Assessment of total projected longevity was performed, and premature battery depletion was noted.